Event description:
The customer reported to olympus the visera elite ii video system center displayed scope communication error (e333) message. The reported issue occurred during an unknown therapeutic procedure. It was not specified what device was used to complete this procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the evaluation the connections were made according to the instructions manual and no abnormalities were found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.